Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 4 reference MFR. Report #1627487-2016-00867, 1627487-2016-00868, 1627487-2016-00869. It was reported the patient experienced ineffective stimulation from her peripherally placed scs system. The patient did not wish to have her system reprogrammed by an sjm representative. Surgical intervention may take place at a later date as the next course of action to address the issue.